Event description:
It was reported through the research article titled ¿external outflow graft stenosis in patients with heartmate 3 left ventricular assist devices¿ identifying that hm3 may be related to external outflow graft stenosis (eogs). This is a single-center cohort study for 141 hm3 patients implanted 2016-2024 to investigate its incidence, clinical presentation, management, and outcomes. The median age at surgery was 54 years (±13), with 72% being male. The median follow up duration was 33.7 months (iqr: 17¿45). It was noted 16 patients did not reach the follow-up period to have a cta performed. 7 patients developed low estimated glomerular filtration rate (egfr), 4 had urgent heart transplants, and 5 experienced early mortality. Patients with eogs had significantly higher flow and rpm compared to non-eogs patients (p = 0.02 and p = 0.03, respectively). Computed tomography angiography (cta) screening protocol has been implemented to facilitate early detection of eogs, which is defined as =25% obstruction and classified as mild (25¿49%), moderate (50¿74%), or severe (=75%). The findings showed among 125 patients, 23 (18.4%) developed eogs: 11 mild, 10 moderate, and 2 severe. All cases of eogs were observed exclusively within the bend relief, typically presenting as an elongated stenosis along a longer segment rather than being restricted to a single focal point. Incidence rose from 2.1% at 1 year to 17.8% at 5 years. 10 out of 11 mild cases were diagnosed incidentally during routine cta and were asymptomatic and the remaining patient presented with low flow alarms. Of 12 patients with =50% stenosis, 5 were identified through screening, while others presented symptomatically; 3 presented with low flow alarms, 2 developed cardiogenic shock in the context of sepsis, 1 experienced ventricular tachycardia, and 1 presented with worsening heart failure. Most symptomatic patients presented before routine screening was implemented. All patients with 25¿49% stenosis were treated with a watchful waiting approach. For patients with at least 50% stenosis, 7 patients underwent percutaneous stenting without complications; 2 required surgery, with one postoperative death. Of the 3 untreated patients, 1 experienced sudden cardiac arrest from total eogs. Mortality was higher in patients with eogs =50% (hazard ratio [hr]:1.65; 95% confidence interval [ci]: 1.28¿1.89). It was noted that external outflow graft stenosis prevalence increases over time and negatively impacted survival.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2024 as the patients were implanted between 2016 and 2024 additional codes health effect - clinical codes: heart e06 : arrhythmia e0601 : tachycardia e060109 heart e06 : cardiac arrest e0602 infections e03 : sepsis e0306. Jahangiri, p., sjatskig, j., sener, y. Z., wilschut, j., budde, r. P., attrach, m., constantinescu, a., brugts, j. J., manintveld, o., van der boon, r. M., kluin, j., de boer, r., & caliskan, k. (2025). External outflow graft stenosis in patients with heartmate 3 left ventricular assist devices. Asaio journal, 72(4), 284¿290. Https://doi.org/10.1097/mat.0000000000002452. Thoraxcenter, department of cardiology, cardiovascular institute, erasmus mc university medical centre, rotterdam, the netherlands . No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.